Event description:
It was reported by the rep that the device was used during a unknown procedure, it had clinging staples. Opened other device to complete the case. There was no consequence to patient.